Event description:
The MFR's rep reported that at first pump refill post implant, expected reservoir volume was 5cc; actual reservoir volume was 17cc. A catheter dye study was unsuccessful because caller stated the hcp was unable to inject dye into the catheter. No pt symptoms were reported. Add'l troubleshooting is being considered. A follow-up report will be sent if add'l info is provided.